Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had punctured her fallopian tube"), uterine perforation ("essure device had punctured her uterus") and genital haemorrhage ("severe abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / severe abdominal pain") and nausea ("nausea"). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2016). Essure was withdrawn. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, nausea and procedural pain outcome was unknown. The reporter considered fallopian tube perforation, uterine perforation, genital haemorrhage, abdominal pain, nausea and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was essure had punctured her fallopian tube and uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review the event essure device had punctured her fallopian tube and uterus was split and its meddra pt was amended (considered now fallopian tube and uterine perforation). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and x-ray detected that essure device had punctured her fallopian tube and uterus (seen as fallopian tube and uterine perforations) and she presented severe abnormal bleeding. A hysterectomy was performed around 3 years after insertion. Both events are serious due to medical importance and anticipated in the reference safety information for essure. In the present case, following the implant, consumer complained of severe pelvic pain, underwent x-ray that detected that essure had punctured her fallopian tube and uterus. The exact date and mechanism of perforation is unknown, however given event's nature, causality with essure cannot be excluded. Regarding the event severe abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure device had punctured her fallopian tube"), uterine perforation ("essure device had punctured her uterus/perforation(uterus)"), device dislocation ("migration of essure device-location of device:pelvis") and genital haemorrhage ("severe abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menopause and hypercholesterolaemia. Concomitant products included benzodiazepine derivatives (benzodiazepine), bupropion, clonazepam, estradiol, normensal (ortho-novum) and pravastatin. In 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("psychological or psychiatric problem: anxiety") and depression ("psychological or psychiatric problems:depression"). In 2011, the patient experienced tooth abscess ("dental abscess"). In may 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), hot flush ("hormonal changes:hot flashes") and mood swings ("hormonal changes:mood swings"). In june 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping / severe abdominal pain") and back pain ("back pain"). The patient was treated with ondansetron (zofran), beta-lactamase sensitive penicillins (penicillin), vicodin, surgery (hysterectomy,salpingectomy was performed on (B)(4)2013). Essure was removed on (B)(4)2013. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, abdominal pain, nausea, procedural pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, depression, tooth abscess, dysmenorrhoea, dyspareunia, fatigue and back pain had resolved and the hot flush and mood swings had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, mood swings, nausea, procedural pain, tooth abscess, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion x-ray - on an unknown date: essure had punctured her fallopian tube and uterus quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(4)2018: plantiff fact sheet received.events extracted per pfs:abnormal bleeding (vaginal, menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems: anxiety, depression, dental abscess, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes:menopausal symptoms,hot flashes,mood swings,migration of essure device-location of device: pelvis, back pain.date of insertion of essure and date of removal of essure updated.concomitant disease,lab test,concomitant drugs,treatment drugs added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and x-ray detected that essure device had punctured her fallopian tube and uterus (seen as fallopian tube and uterine perforations) and she presented severe abnormal bleeding. A hysterectomy was performed around 3 years after insertion. Both events are serious due to medical importance and anticipated in the reference safety information for essure. In the present case, following the implant, consumer complained of severe pelvic pain, underwent x-ray that detected that essure had punctured her fallopian tube and uterus. The exact date and mechanism of perforation is unknown, however given event's nature, causality with essure cannot be excluded. Regarding the event severe abnormal bleeding, after essure insertion, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.